Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for the device being programmed to monitor only (mo), as well as alerts for high shocking and pace impedance measurements. It was subsequently discovered that the device had been programmed to mo on the day and the red alerts for the lead impedance issues had been detected after the device had been deactivated. It is likely that the patient¿s home remote monitoring system recorded the alerts at that time. Attempts to obtain additional information but was unsuccessful. All available information indicates that this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.